Event description:
A patient who was suffering from septic shock, respiratory failure and aki was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex m 150 filter set. The patient had a sudden decrease in heart rate at which time the nurse also identified the venous line on the filter set was disconnected from the patient¿s access catheter. The patient had a cardiac arrest; because of the do not resuscitate status, no resuscitation was attempted and the patient expired. At the time of the treatment, the patient was being intubated with mechanical ventilation and receiving vasopressor support.

Manufacturer narrative:
The prismasate involved in this incident was discarded and not available for investigation.